Event description:
An impella cp was inserted via the femoral artery to support the 38-year-old male patient who had been admitted in with an indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was supported by inotropes and vasopressors prior to the pump placement. The patient was known to have had CPR for a cardiac arrest, but other underlying medical history was not shared. The pump supported but during the support the purge cassette was replaced 4 times due to defective/leak. There was no harm from the fluid leak. Each time the exchange was performed with no consequence to the patient and support. In addition, the patient suffered from renal failure and dialysis was begun. The pump was explanted after 12 days of support. This was beyond the pump's indicated use time. The patient has survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. H6 component code changed to g07003. The investigation for the fluid leak has been completed. The cause of the fluid leak was not determined due to no product returned and insufficient clinical details.

Event description:
Clinical narrative EU updated 2026-7-1: the renal failure is not reportable harm to the EU authority as it is a known potential adverse event noted in the instructions for use. Prior EU clinical narrative: an impella cp was inserted via the femoral artery to support the 38 year old male patient who had been admitted in with an indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was supported by inotropes and vasopressors prior to the pump placement. The patient was known to have had CPR for a cardiac arrest, but other underlying medical history was not shared. The pump supported but during the support the purge cassette was replaced 4 times due to defective/leak. There was no harm from the fluid leak. Each time the exchange was performed with no consequence to the patient and support. In addition the patient suffered from renal failure and dialysis was begun. The pump was explanted after 12 days of support. This was beyond the pump's indicated use time. The patient has survived.